Event description:
It was reported that the pump was not working properly. The customers blood glucose level was reported in the 300s mg/dl range. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.